Event description:
A customer reported via phone call indicating that their insulin pump fell into the toilet. The patient's blood glucose level was 179 mg/dl at the time of the call. The customer was assisted with t self-test and displacement test and the insulin pump passed both tests. However, the customer stated there was water inside the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor assemblies. Unit received with minor scratches on lcd window.